Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer vascular plug ii was chosen for implant in the left popliteal artery to ligate for a cardiopulmonary bypass surgery. During procedure, heparin was administered. The vessel was measured approximately 6.5mm, and the size of the device was determined via imaging. The 10mm amplatzer vascular plug ii was successfully deployed. A second 10mm amplatzer vascular plug ii was selected for deployment. While deploying the second plug, the plug embolized to the left pulmonary artery. There was no reported blockage of blood flow. A new 16mm amplatzer vascular plug ii was successfully deployed. After the deployment, the physician tried multiple attempts to retrieve the embolized plug, and the plug was successfully and emergently removed from the pulmonary artery via gooseneck snare. The first and third plug remain implanted in the patient's leg. The patient was reported to be stable.

Manufacturer narrative:
An event of device embolism was reported. Two images were received from the field appearing to show the plug in the pulmonary artery and after removal from the body. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer vascular plug ii was chosen for implant in the left popliteal artery to ligate for a cardiopulmonary bypass surgery. During procedure, heparin was administered. The vessel was measured approximately 6.5mm, and the correct size was chosen. The 10mm amplatzer vascular plug ii was successfully deployed. A second 10mm amplatzer vascular plug ii was selected for deployment. While deploying the second plug, the plug embolized to the left pulmonary artery. There was no reported blockage of blood flow. A new 16mm amplatzer vascular plug ii was successfully deployed. After the deployment, the physician tried multiple attempts to retrieve the embolized plug, and the plug was successfully removed from the pulmonary artery via gooseneck snare. The removal of embolized plug was not an additional procedure and it was considered as emergency. The first and third plug remain implanted in the patient's leg. The patient was reported to be fine.